Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: it has been reported that the camera is turned off and the surgeon loses vision. [Update - replacement used to complete procedure. Once the device turned off, it could not be turned on again]. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.